Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a poor blood sample was received after using a bd microtainer® tube with bd microgard¿ closure. ¿the customer guesses the gel improperly was attached¿. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor serum with the incident lot was not observed. Additionally, retention samples were evaluated for the presence of barrier gel attributes and all samples met specifications. Furthermore, the customer samples were tested and no issues relating to poor serum was observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer and retention samples as well as the customer photos, the customer¿s indicated failure mode for poor serum with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a poor blood sample was received after using a bd microtainer tube with bd microgard closure. ¿the customer guesses the gel improperly was attached¿. There was no report of exposure, injury or medical intervention.